Event description:
New information received notes that the physician did not believe the suture sleeve caused the lead to fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the suture sleeve was broken when suturing. The right ventricular lead exhibited low impedance and loss of sensing. Lead fracture was suspected. The patient was under monitored anesthesia care (mac) anesthesia and moving a lot during this portion of the procedure which led to this result. The physician did not allege issues to either the patient or the lead. Another lead was used. Patient was stable.